Event description:
On 4/3/97, the needle became dislodged from the port. The port is still in the pt.

Manufacturer narrative:
The implicated product is a port with an attachable 8.0 fr. Catheter in a basic tray. The product received for evaluation are two 20 ga. X 1.0 inch right-angle non-coring needles. The complaint samples are not products provided by the MFR. A lot history review reveals no related mfg issues and no other complaints for this lot. The complaint of needle dislodgement is inconclusive. The port has not been returned for evaluation and the samples returned art not distributed by the MFR. However, the evaluation demonstrated that physical effort is required for the complaint sample needles to be retracted form a port septum. Several user dependent factors may also impact the function of the needle including pt size, location of the port, accessing technique and length of the needle selected. Additionally, the product instructions for use and the use and maintenance guide for the product provide instructions to secure needles in place to prevent dislodgement. The customer had concerns that the complaint samples functioned as designed regarding the "non-coring" properties of the needles. Examination of the port septum utilized in the testing of the complaint samples revealed no gouging or coring of the silicone material.